Event description:
It was reported that on (B)(6) 2024 the instrument broke during a case. There was no patient impact. There was no surgical delay. This report is for one (1) vertebral distractor. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: h6: photo investigation: the photo investigation revealed that '( 03.820.112, vertebr-distractor) had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. The overall complaint was (confirmed) as the observed condition of the (vertebr-distractor) would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the vertebr-distractor was found with one of the screw missing and the lower spring fell apart of the device. In addition, general corrosion was observed on the surface area where the screw holds the spring together. Broken condition was not observed. A dimensional inspection was for the vertebr-distractor was not performed due to post manufacturing damage. Where corrosion/oxidation is identified around the cutting surface of the device, alongside damage consistent with normal wear, this suggests that the passive layer of the metal has been worn down from repeated use (due to normal use damage) allowing for the metallic surface underneath to become susceptible to corrosion/oxidation. Therefore, the potential cause of the observed corrosion/oxidation is consistent with the device reaching the end of its useful life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the vertebr-distractor would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part number: 03.820.112 lot number: t977565 manufacturing site: tuttlingen release to warehouse date: 29-jun-2012. A review of the device history records was performed for the finished device lot number, and no non-conformance's were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.